Event description:
It was reported the patient had an infection and a small infection in the chest. The patient has had multiple infections related to their deep brain stimulation therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
A second lead was returned and part of the event: product ID: 3387s-40, lot# va0l5dp, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator, serial # (B)(4), found it functionally okay with insignificant anomalies. Analysis of the extension, serial # (B)(4), found no anomaly. Analysis of the extension, serial # (B)(4), found the outer insulation melted. There were no significant anomalies. Analysis of the lead, lot #va0l5dp, found a short between all circuits at the conductor stretch site due to overstress and damage. There were no significant anomalies. Analysis of the lead, lot #va0l5dp, found all of the conductors broken 6.4 centimeters from the distal end of the distal segment due to overstress and damage. There were no significant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0l5dp, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that there was erosion at the lead-extension connection site on the right side of the patient's neck. The entire system was explanted and cultures were obtained. The patient was treated with intravenous (IV) antibiotics and would continue to receive IV antibiotic treatment at home.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# va0l5dp, implanted: (B)(6) 2014, product type: lead. (B)(4). F

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.